Manufacturer narrative:
This part is a multi-pack containing 4 set screws with part# 5540030. This part is not approved for use in the us, however, a like device with part# 5540030 510k# k113174 and (B)(4) is approved for the market use. Product analysis: screw # 1 visual, functional and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. Screw # 2 visual, functional and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. Screw # 3 visual, functional and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. The break off portion is not attached to the threaded portion .this is consistent with misalignment. Screw # 4 visual inspection confirmed only the break off section of the screw was returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis procedure: posterior correction fixation on th4-l3 it was reported that intra-op, the transverse hook of t4 right side was placed, and when final tightening was attempted the set screw idled and could not be broken off. Procedure was completed successfully with the new set screw and hook. There was an unknown delay in overall procedure time as a result of the event. Patient came in contact with the product. No patient complications occurred as a result of the event.